Manufacturer narrative:
Concomitant medical products: product ID: 8637-40, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: pump. (B)(4).

Event description:
On (B)(6) 2015, information was received from a healthcare provider (hcp) via a company representative regarding a (B)(6), male patient who was receiving gablofen 2000mcg/ml at 314.5 mcg/day via an implantable pump for intractable spasticity. The patient's medical history included cerebral palsy. On (B)(6) 2015, the patient's pump was replaced. On an unknown date, after replacement, the patient experienced an infection. The pump site was oozing pus. The site was swabbed to determine the type of infection. The patient was admitted to the hospital and the pump and catheter were replaced on (B)(6) 2015. The replacement pump was implanted on the opposite side of the patient's abdomen. The event then resolved. The patient's status was reported as "alive -no injury." Additional information has been requested regarding the therapy dates for gablofen and the patient's concomitant medications, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.